Event description:
Fourteen months since mesh plug hernia repair. Had progressive, disabling groin and testicular pain since surgery. At time of explantation, pt had significant spermatic cord vascular compression, and erosion of vas deferens by contracted mesh, as well as genito-femoral and ilio-inguinal nerve entrapment by mesh.